Manufacturer narrative:
Medical questionnaire received on (B)(6) 2026.

Event description:
Cardinal health reported to us that one of their customers reported that the needle did not retract and was stuck when picking device up after using. Medical questionnaire received (B)(6) 2026.